Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/wedge/segmental resection, at the first firing on pulmonary segmental resection, reload was connected to the handle and approached the lung parenchyma. The clamping strength of the jaws was insufficient, it did not close completely. A new handle was connected instead and used to complete the case. There was no patient injury.